Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples were received decontaminated with its original packaging. Visual and functional testing were performed. The samples were tested with a syringe to replicate the failure mode. No leaks or air were detected in the returned samples. The complaint was not confirmed. Quality personnel takes several samples from loading before the material is packed. Perform a random sampling twice per shift or at least once per lot if lot is less than half a shift in order to verify that flow test is properly performed. Root cause cannot be determined as the complaint was not confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that air was noticed when pulling back into the syringe. No patient injury was reported.